Manufacturer narrative:
(B)(4).the customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue.

Event description:
It was reported that during patient use in an intensive care unit (ICU), the lower display turned red and could not be read. The ventilator was taken off the patient without any reported patient harm. There is no report of death or serious injury associated with this event.